Manufacturer narrative:
(B)(4). D10: 010002723, item name g7 face plate quick connect, lot # unk 110024730, item name g7 dm prov liner 40mm d , lot # unk g2: foreign: chile. Visual examination of the provided pictures identified the provision bearing has nicks and gouges around the inner edges. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided images, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instruments were found damaged and broken while inspecting the consignment boxes. This did not occur during any procedure or prior to any procedure. There is no additional information available at the time of this report.